Event description:
I use the medtronic 780 insulin pump and medtronic guardian 4 cgm. I was diagnosed as diabetic about 12 years ago and have used an insulin pump for about 10 years. I have used prior versions of this medtronic insulin pump including the 670 and 770. Where the change from 670 to 770 required a device replacement, 770 to 780 was a software only update. Although I had to pick a date for this report, I have been experiencing accuracy issues with the cgm for a few months. The cgm might alert me to an impending low blood glucose and yet I feel fine. I double check with a finger-stick to draw blood and test with a known good blood glucose meter. Often, I get a wildly different reading from the finger-stick. Sometimes as much as 100 mg/dl difference. Any call to medtronic usually ends with them blaming the user.